Manufacturer narrative:
Date rec¿d by MFR: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k031216. Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units blocked in our stock. We have received 4 opened samples with the needle detached from the thread and the thread is still wound on the pack. We have also requested one box (36 closed samples) from stock for analysis. Tightness test to the closed samples received from stock has been performed and the units are tight. We have tested the needle attachment strength of all the closed samples received from stock and three of the samples do not fulfil ep requirement for the minimum. The results are: 2.68 kgf in average and 0.01 kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of the samples received from stock do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that the needle was not attached to the thread when opening the package.